Manufacturer narrative:
Correction: the lfs subject products were replaced accordingly.

Manufacturer narrative:
Correction to follow-up #1: follow-up #1 (6/18/2012)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination and a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultra meter was experiencing an unusual issue. The (B)(4) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The cca was advised by the patient at an unspecified time in the morning of (B)(6) 2012, the patient discovered that the subject meter was "turning off and on by itself". The patient stated that he manages his diabetes with insulin (unknown type and dosage) and denied making any changes to his usual diabetes management routine in response to the reported issue. At an unspecified time after th alleged issue occurred, the patient claimed to have developed symptoms of "headaches and sweats". The cca was informed by the patient that by 8:00pm, on the same day, ems was called in chow checked the patient on their meter (unknown device) and obtained a reading of "188mg/dl". Shortly after, the patient self treated with 40units of an unknown type of insulin. The cca noted that the reported issue remains unresolved with troubleshooting. No replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received treatment for an acute complication of diabetes.

Manufacturer narrative:
Follow-up (6/18/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the reported issue was unfounded during investigation. However, unrelated to the issue, the battery was found to be improperly installed when the subject meter was returned. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the test strips have passed all testing with no faults found. The meter has also been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.